Event description:
Pt died. Md does not believe death has anything to do with the device but there was a cryolife recall in august and a request was made to report any deaths. The valve was affected by the recall but md does not believe the death has anything to do with the stated recall criteria.